Event description:
The patient was implanted with herniamesh t-sling. Later the patient experienced recurrent incontinence, urgency, overactive bladder and right leg pain after the t-sling implantation. A removal of the t-sling and implantation of coloplast supris retropubic mesh for stress urinary incontinence was performed. Later the patient experienced pyuria, recurrent incontinence, vaginal itching and vaginal bleeding after the supris implantation. Kegel exercises, macrobial, vesicare, diflucan and monitstat were prescribed.